Event description:
It was reported that the ventricular lead exhibited greater than 2000 ohms impedance. The lead was explanted and replaced.

Event description:
It was also noted that the lead exhibited noise. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated, but not yet begun

Manufacturer narrative:
Final analysis found that all the filars of the distal coil were fractured at 17.1 cm from the connector pin. This would cause the high lead impedance.